Manufacturer narrative:
A follow up will submitted when additional information become available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in germany during treatment. The cardiohelp alarmed: "device defective." This resulted in a top-priority alarm and a controlled switch to the emergency hand crank. The cardiohelp was replaced. No harm to any person has been reported. Patient dates were requested, but not provided by customer. As the cardiohelp was replaced, a report is needed. Complaint ID: (B)(4).